Event description:
On 10/18/06, nellcor puritan bennett received a report from a clinical engineer that a warmtouch patient warmer model 5300 was being used on a patient and when it was turned on, it began to smoke. It was then turned off. The clinical engineer reported there was a burn spot on the outside front lower portion of the case. The clinical engineer reported that there was no harm to the patient.

Manufacturer narrative:
The patient warmer was returned to nellcor puritan bennett and failure investigation confirmed a connector with heat damage. The investigation revealed a known cause which has been addressed by the manufacturer with a CAPA.